Manufacturer narrative:
This product is registered as a combination product. The lead was returned for patient death. Final analysis found only the connector portion of the lead was returned in one piece measuring 13.5 cm. The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
Related manufacturer reference number: 2017865-2020-04470; related manufacturer reference number: 2017865-2020-04471; related manufacturer reference number: 2017865-2020-04473. It was reported that the patient has deceased. There is no known allegation from a health care professional that suggests that the death was device related. The cause of death was unknown. No additional information was reported. Further information was requested but not received.